Event description:
It was reported that the patient with this pacemaker experienced syncope while driving and was hospitalized. The physician is alleging that the pacemaker exhibited right ventricular automatic threshold (rvat) or right atrial automatic threshold (raat). Data analysis was performed, and boston scientific technical services indicated that there is no evident correlation between the automatic stimulus threshold tests and syncope. The rvat episode, appeared to be appropriate and the pacemaker operated as intended. The backup pace captured successfully when loss of capture occurred. Troubleshooting steps were provided to exclude brady lead impairment. The physician mentioned that the patient underwent a thorough neurological workup, including a CT scan but nothing was found. The physician plans to turn off right ventricular automatic capture (rvac) feature and program a fixed output. No additional adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that the patient with this pacemaker experienced syncope while driving and was hospitalized. The physician is alleging that the pacemaker exhibited right ventricular automatic threshold (rvat) or right atrial automatic threshold (raat). Data analysis was performed, and boston scientific technical services indicated that there is no evident correlation between the automatic stimulus threshold tests and syncope. The rvat episode, appeared to be appropriate and the pacemaker operated as intended. The backup pace captured successfully when loss of capture occurred. Troubleshooting steps were provided to exclude brady lead impairment. Technical services indicated that the lead trends were in range and rvat operation does appeared to be normal. The physician mentioned that the patient underwent a thorough neurological workup, including a CT scan but nothing was found. The physician plans to turn off right ventricular automatic capture (rvac) feature and program a fixed output. No additional adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.